Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. There was no assignable cause determined for the increased intra-peritoneal volume (iipv) found in the logs. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 19:57:08. During night drain cycle 27, the patient's ultrafiltration reading was 385ml, indicating the home patient (hp) drained 385ml more than their maximum programmed fill volume of 600ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr, because the product is unknown at this time.